Event description:
It was reported that the patient's pump had multiple resets, motor stalls, and the pump would revert to safe state. Initially it was noted that the patient became very agitated, unwell, and experienced increased spasms. The parents of the patient transported him to the hospital on the day of report. Upon interrogation of the pump by the healthcare provider (hcp), it was found that a motor stall occurred and that the pump was in minimal rate mode. It was reported that multiple resets occurred and the pump went into safe state. Due to the patient's worsening status, the hcp felt that the only way to re-establish therapy was to replace the pump. The pump was removed later that night and it was reported that the reason for device removal was early battery depletion. It was stated that, the next morning, the patient's condition was stabilizing; however, there was patient injury and he had not fully recovered at the time of report. The drug used in the system was baclofen. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Upon receipt, review of the pump logs showed a "low battery reset" had occurred. Analysis of the pump found a pump motor feedthru anomaly; bridging across the m2 feedthru was found.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.